Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) failed while engaging the lens and scratched the lens. There was no patient contact. A different lens was used. No further information is available.

Manufacturer narrative:
Corrected data: in the initial MDR, it was noticed that the following information was inadvertently not included that the product is not available for evaluation. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.